Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed and had a drive support disk that stuck out. The blood glucose reading was 125 mg/dl. The customer stated that she had not bumped nor dropped the device prior to the alarm. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.